Manufacturer narrative:
In this case, a massive pph was not controlled by the jada system and escalation of care, ultimately to a hysterectomy, was necessary. The jada device was not utilized until the patient had already lost 4700 ml of blood but that dic was not diagnosed until after the hysterectomy when the cumulative qbl was reported as 8700 ml. The information provided suggests that this was a complicated and serious pph event, and it is possible that the patient was in dic prior to jada initiation which may have contributed to the failure of jada to control her hemorrhage. Although the level of bleeding that was present at the time jada was placed was sufficient reason alone to require the post-jada medical and surgical interventions, out of an abundance of caution, we are reporting this case as an MDR as we cannot rule out that the failure of the jada system to control her pph contributed to the need for the post-jada medical and surgical interventions. This report will be amended if we obtain additional information regarding this event. The submission of this report is not an admission that the device caused or contributed to the reported event.

Event description:
Prior to jada insertion, the patient was treated with caroprost (2 doses) and methergine (1 dose). Cumulative quantitative blood loss at time of jada insertion was 4700 ml. Jada was inserted in the or for "severe uterine atony."the patient received misoprostol, one dose of txa, and red blood cells (unknown number of units) while on active jada treatment. Jada was removed after 0.87 hours of use. Total blood volume in the jada collection cannister was reported as 1600 ml. The decision was made to remove the jada device and escalate care as bleeding continued despite jada treatment. Patient's interventions escalated to a uterine artery ligation, compression sutures, platelet transfusion (unknown units), fresh frozen plasma transfusion (unknown units), cryoprecipitate (unknown units), ovarian cyst removal, and hysterectomy.